Event description:
It was reported that the customer was hospitalized due to a blood glucose level of 398 mg/dl. Customer was treated with a manual insulin injection, intravenous fluids of saline and insulin. Additionally, customer was disconnected from the pump. At the time of the report, the customer was still hospitalized and declined a follow up from tandem technical support (cts) to obtain the release date. Treatment received resolved the reported issue, and there was no permanent damage. Reportedly, an occlusion alarm occurred. Cts was unable to perform a system check due to the infusion set being discarded prior to the report with cts. The customer reverted to manual injections for insulin therapy.